Event description:
The basket was being used to remove stones; it was noticed that a piece of the sheath had broken off of the basket and needed to be retrieved from the patient. The basket was used to retrieve the small piece of sheath.

Manufacturer narrative:
Received one stone extractor with a 1cm segment of the sheath separated. In viewing the point of separation just below the outer shrink tube, 1cm from the sheath tip has the appearance of being caught on an instrument of undetermined origin and pulled to separation. The remainder of the sheath was determined to have been stretched approximately one centimeter upon being caught on an unidentified object. Additional information received from the facility was: no harm to the patient, the segment of sheath was removed from the patient's ureter using a second stone extractor to retrieve the portion of the sheath within the same procedure.